Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced erosion of the mesh, infections, and an abscess. No other information is available.